Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. The device was found out of specification in relation to the reported ¿watchdog error', which was reproduced at power up. The reported condition was verified and the evaluation determined the cause to be a software anomaly. The required correction is to process device, clearing the sharp watchdog timeout error through reprogramming of the processor circuit board and the installation of software v8.00.03. The service history review was completed and determined the device received os v8.00.02 during the previous service event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed "watchdog error". There was no known patient injury or medical intervention associated with this event. No additional information is available.